Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally, it was reported that the customer received a message on the pump regarding the cartridge during the load sequence. Customer's blood glucose was 342 mg/dl. Reportedly, the customer changed out all supplies and resumed insulin delivery.